Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services placed on 10/22/2013 states that there are stored egms vtachy but it looks like device is overcounting ventricular events. It was stated that vp is clearly capturing. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).